Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer stated she was going to change the battery and realized she had already changed it so she inserted the same battery and received the alarm. Blood glucose value is unknown. Customer was advised to clear the alarm and then insert a new battery. Customer hung up before completing troubleshooting.